Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the essenz electrical venous occluder (evo). The incident occurred in eindhoven, netherlands. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an essenz electrical venous occluder (evo) gave an error message at setup related to its motor defective. Once the alarm has been cleared, the unit continued to work properly. There was no patient involvement.

Manufacturer narrative:
H10: the claimed error code is related to a defect in the motor of the occluder. The clamp performs a movability test with a timeframe of 10 minutes when the clamp is not fully closed. If the test failed the notification (error code 2551) is sent from the control unit and it is displayed on the hlm cockpit. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Therefore, the affected part was returned to manufacturer site for a detailed investigation. The returned unit was fully tested in a climate chamber and no malfunction has been detected: the clamp is functional as per device service manual. Complaints database analysis revealed no similar event since unit installation in march 2023. Based on the investigation results, the most likely root cause of the reported event was an intermittent communication failure between the essenz venous occluder and the control unit.

Event description:
See initial report.